Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Additional information indicates that this lead has since been surgically abandoned and replaced without incident.

Event description:
Boston scientific received information that during a generator changeout procedure the physician noted that the left ventricular (lv) lead electrical parameters were not as expected after connecting the leads to the replacement generator. The pace impedance measurements were greater than 2,000 ohms and the pacing thresholds had increased to 3.5 volts. There was also some noise on the lv channel during pocket manipulation. Prior to the procedure, the lv lead electrical parameters were stable and within normal limits. The physician checked the body of the lead and noticed a lesion likely due to a scalpel incision. A lead repair kit was used to place a silicone sheat in the lead lesion. The patient is to undergo a lead revision in the near future. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). At this time,the field representative has not been contacted by the physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.